Event description:
It was reported the xenon light source received a b30 scope communication error. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. There is a related complaint ((B)(6)), due to more than one event being reported. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, information related to the occurrence of the defect phenomenon could not be confirmed. Thus, presumed cause could not be identified. Olympus will continue to monitor field performance for this device.